Event description:
During the procedure, the surgeon noted that both ligaclips were not accomplishing an adequate seal due to the clips setting with either a loop or crossing. Both devices were removed from the field, and a new device was utilized without issue. It is unknown if the new device was of the same or a different lot. There were no adverse effects to the patient.